Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 28 sep 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the sleeve inflated right after the suction catheter was attached to a patient. It was found before suctioning. The suction catheter was replaced for new one. No patient injury was reported. Additional information received 10-sep-2020 indicated the product was not altered in any way prior to use. The patient had an endotracheal tube. No surgery or resuscitation was involved, and there were no ventilator alarms. The tubing did not become unattached. There was no problem reported with the thumb valve ,and there was no need to extubate and reintubate the patient.